Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered an alert for low pacing impedance. However, it was noted that patient was programmed in a different vector for rv pacing and sensing. The rv lead remains in use. No patient complications have been reported as a result of this event.